Event description:
"Tiny" pieces of phaco tip dislodged from phaco tip during use per surgeon. Surgeon states that during phacoemulsification cataract extraction, tiny metal pieces came off the phaco tip and onto the iris of the eye. Surgeon states that he removed most of the metal pieces with irrigation and aspiration, but a few tiny pieces remain on the iris of the eye. Surgeon proceeded with the remainder of the surgery without further incident, implanting the intraocular lens. Surgeon stated this would not cause the patient any damage.